Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se was not able to duplicate the reported condition. The se reseated the piezo alarm cable and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a background failure diagnostic message. Although requested, information as to the use of the device at the time of the alleged malfunction has not been provided. Information was received stating that there was no patient injury or harm associated with the reported incident.